Event description:
It was reported that during a laparoscopic appendectomy procedure, the device broke inside the patient. All the pieces were retrieved. There was no patient consequence. It wasnot noted how the case was completed.